Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. In 2003 the patient underwent an mesh placement procedure. Approximately 5 years later the patient experienced recurrent stress incontinence due to some postoperative lifting, occasional urgency and urge incontinence, mesh erosion in midline with minimal granulation tissue, mixed incontinence of overactivity, and strained voider with eroded sling. The patient was placed on anticholinergics. Approximately 6 years later the patient underwent a procedure for vaginal erosion of synthetic mesh sling with drainage and persistent stress urinary incontinence consistent with intrinsic sphincter deficiency. The procedure performed was an incision and excision of synthetic mesh sling with cystoscopy and transurethral injection of coaptite x 2 syringes. The patient also underwent an additional procedure for recurrent stress urinary incontinence. The procedure performed was a cystoscopy with placement of monarc midurethral sling. The patient was discharged with a uti.